Manufacturer narrative:
For the 8 events reported under exemption number e2012023, 5 complaint devices were returned, 3 complaint devices were disposed. 4 events were found to have a root cause of operational context, 1 event was found to have a root cause of handling damage.

Event description:
The manufacturer report is being sent as a requirement under summary reporting exemption approval number - e2012023 for product code fge. This report covers 8 reported events of guide catheter broken . Of the events, 2 patients were male. The known patients' ages ranged from 65 years to 93 years. The only known patient weight was (B)(6). All other demographic information is unknown.